Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging the patient passed away. There was no malfunction of the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the patient passed away. There was no malfunction of the device. Despite a good faith effort attempt, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed.